Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log contained nothing related to the customer reported issue. Functional testing confirmed the reported issue as the dso sensor was defective. The dso sensor and dso seal were both replaced to address these issues.

Event description:
It was reported that the device did not recognize the cassette, and there was a tear in the membrane. There was no patient involvement. The issue was discovered on power up.